Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized with peritonitis. There were no reported allegations that the event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain. As a result, on (B)(6) 2024, the patient was hospitalized with peritonitis. It was stated that the patient had a pd culture obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with vancomycin and gentamycin (dosing unknown) intra-peritoneal (ip). On (B)(6) 2024, the patient was discharged from the hospital continuing a 7-day course of oral antibiotics which have since been completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique/breach in infection control. The patient is recovering and continuing pd with the same cycler.